Manufacturer narrative:
Product labeling states: "all initially reactive or borderline samples should be retested in duplicate using the elecsys hbsag ii assay." False positive results can occur according to the specificity claim in product labeling. The investigation did not identify a product problem. The reagent performs within specification.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6). It was noted that the customer adds syswash to the distilled water container manually; however, the dosing method is imprecise as they add "one capful" per refill. This dosing method may lead to an incorrect concentration of the wash solution. The investigation is ongoing.

Event description:
The initial reporter questioned a positive result for 1 patient sample tested for elecsys hbsag ii (hbsag ii) on a cobas e 411 analyzer (rack system). The initial result was 1.25 coi (positive). The repeat result was 0.518 coi (negative).